Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the customer started their tempus pro and has now an error : "cannot locate mpm application.exe please re-apply lasted software update". The device was in use during this event however no patient or user harmed were reported.